Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was 798 mg/dl and reportedly the customer fell. The customer went to the emergency room (ER) and was treated with intravenous insulin to address the elevated bg. Customer was discharged later the same day with the issue resolve. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.